Manufacturer narrative:
In h10 additional narrative of mfg report no 1823260-2023-03973, the fourth sentence of line four should have been "he found a problem with the thread of the sample probe; he then replaced the sample probe.", instead of: "he also found a thread in the sample probe." The investigation reviewed the sample pictures; the patient samples looked clear. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.

Manufacturer narrative:
The e2 reagent lot number is 713404. The expiration date was requested but not provided. The hcg+b reagent lot number is 709174. The expiration date was requested but not provided. The diluents of modules 1 and 2 were swapped; dilution tests were performed with acceptable results. The field service engineer inspected the module and was not able to reproduce the event. He then performed a precision test with successful results. He cleaned the gripper as he found crystals on it. He also found a thread in the sample probe. The investigation reviewed the alarm trace; no issues were noted. The investigation reviewed the qc; the results were within 1 standard deviation (sd). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii and elecsys hcg+beta results from patient samples tested on the cobas 8000 - cobas e 602 module. The reporter was able to provide the following examples of discrepant results: the initial e2 iii results were not reported outside of the laboratory as the questionable results did not match the patient's clinical diagnosis which alerted them to an issue with the results. Sample 1 the initial e2 iii result from the module was 11010 pmol/l with a data flag. The first repeat result from the module at 1:5 dilution was 91.75 pmol/l with a data flag. The second repeat result from the other module was 16792 pmol/l with a data flag. Sample 2 the initial e2 iii result from the module was 11010 pmol/l with a data flag. The first repeat result from the module at 1:5 dilution was 91.75 pmol/l with a data flag. The second repeat result from the other module was 12726 pmol/l with a data flag. Sample 3 the initial e2 iii result from the module was 11010 pmol/l with a data flag. The first repeat result from the module at 1:5 dilution was 91.75 pmol/l with a data flag. The second repeat result from the other module was 24162 pmol/l with a data flag. Sample 4 the initial hcg+b result from the module was 10000* with a data flag. The repeat result from the module at 1:50 dilution was 175889*. Sample 5 the initial hcg+b result from the module was 10000* with a data flag. The repeat result from the module at 1:50 dilution was 65507*. Sample 6 the initial hcg+b result from the module was 10000* with a data flag. The repeat result from the module at 1:50 dilution was 153849*. *the unit of measurement was not provided.